Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the evidence is consistent with poor coupling between the patient and the pads. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Patient burns can be associated outcome with defibrillation events and is identified in labeling as an exected risk. The zoll onestep CPR complete pads, lot: 2620f used during the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently expired.